Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned. During the procedure it was determined that the lead experienced fracture. Another lead was implanted instead.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: device codes. H6: impact codes.

Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned. During the procedure it was determined that the lead experienced fracture. Another lead was implanted instead. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
The returned lead was analyzed. The lead was returned severed approximately 230 mm from the terminal end. Only the proximal segment was returned. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported, that this right atrial lead exhibited high out of range pacing impedance measurements. Further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.